Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an anterior cruciate ligament refixation surgery the locking mechanism could not be tightened. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a different device (ar-1370c). It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause. The most likely cause of the reported failure is user error in following the device's surgical technique. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided.